Manufacturer narrative:
Additional information received: the customer has decided not to proceed with device evaluation and repair at this time. The customer cancelled the scheduled on-site service appointment. Therefore, no device evaluation or repair has been completed. No additional action is expected. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed. The reported failure during active exhalation control module testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo ventilator was reported to have had an active exhalation verification test failure during pre-test resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. A philips field service engineer had been scheduled to the customer site for device evaluation and repair, but the site visit was subsequently cancelled. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.